Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 years post implant of this 36 mm annuloplasty band, the band was explanted and replace with a different model 29 mm annuloplasty band due to systolic anterior motion. No additional adverse patient effects were reported.